Event description:
It was reported that "while using a two level acdf with the aviator system, the doctor stated that he could not pass the drill guide past the locking mechanism in the plate. Physician forced the drill guide thru the mechanism and completed the procedure without incident."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; labeling review. Results: the aviator assy two level plate size 28 was confirmed to have a drill guide that could not get past the locking mechanism in the plate via a sales rep. The customer then forced the drill guide thru the mechanism and completed the surgery. The device was confirmed to remain implanted in proper placement inside the patient via x-ray images. No further evaluation or testing possible. Conclusion: most probable cause was using the wrong trajectory of the drill guide while installing it into the plate. The cause of this failure is due to user error.

Event description:
It was reported that "while using a two level acdf with the aviator system, the doctor stated that he could not pass the drill guide past the locking mechanism in the plate. Physician forced the drill guide thru the mechanism and completed the procedure without incident."